Event description:
Spontaneous. Patient reported her cleo tubing is getting stuck when removing/changing the tubing from the site. She stated she did change sites but it is still happening. Pt stated this has never happened to her before and stated this started recently. Advised patient she will get new tubing with this shipment and to see if it still gives her issues. If so, we can change her to different tubing and nurse to educate patient on new tubing. Patient declined nursing at this time and wants to try the new tubing first. Patient is actively infusing and will continue to do so with her current tubing as she has been able to make it work. No missed doses or adverse events reported; unknown if patient has defective product on hand for possible return. No further information. Reported to cvs/caremark by: patient/caregiver.